Manufacturer narrative:
Follow-up from 07-nov-2016. Following reconciliation with study database, the event procedure pain was added. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-nov-2016 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 791 cases. Device ineffective. The analysis in the global safety database revealed 185 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 2955 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in a non-interventional company-sponsored study ((B)(6)). She had a pregnancy (essure failure) almost 2 years after essure (fallopian tube occlusion insert) insertion and underwent an elective abortion. During a salpingectomy after the abortion, an insert migration was diagnosed. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, during control hysterography, successful tubal occlusion was confirmed. Later, a pregnancy (essure failure) and device migration were diagnosed. Although the exact mechanism of the reported events is not known (if migration preceded pregnancy or vice -versa); causality with the suspect insert cannot be excluded. Therefore, the events were considered as related to essure. This is in line with investigator's assessment. This case was regarded as incident, due to the serious injury reported. Additionally, non-serious event was added. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded.

Manufacturer narrative:
Follow-up received on 19-may-2016 from the investigator: the left insert was found opposite to left uterine horn on computed tomography scan performed on (B)(6)-2013. The final outcome for the insert migration could not be provided as the patient left the hospital after CT scan but was not seen later, so no further information was available. In addition, health care professional reported that there was no complication during salpingectomy. (B)(4). Follow-up received on 07-jun-2016 - quality-safety evaluation of ptc: (B)(4) lot: 802739; manufacture date: nov-2010; expiration date: nov-2013 in this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2016 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Device ineffective. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in (B)(6). She had a pregnancy (essure failure) almost 2 years after essure (fallopian tube occlusion insert) insertion and underwent an elective abortion. During a salpingectomy after the abortion, an insert migration was diagnosed. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, during control hysterography, successful tubal occlusion was confirmed. Later, a pregnancy (essure failure) and device migration were diagnosed. Although the exact mechanism of the reported events is not known (if migration preceded pregnancy or vice -versa); causality with the suspect insert cannot be excluded. Therefore, the events were considered as related to essure. This is in line with investigator's assessment. This case was regarded as incident, due to the serious injury reported. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a study case report received from an investigator in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(6) 2016. Study description: study enquete success ii, essure (B)(4) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Center ID: (B)(4) patient number: (B)(6). Her medical history included 3 full term births, 1 spontaneous abortion, and post-partum hemorrhage following the third pregnancy. She had a normal bmi. The patient had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 with lot number 802739 for contraception. Uterus was normal before essure insertion. On (B)(6) 2011, hysterography confirmed successful occlusion. The patient had a pregnancy confirmed by hcg test on (B)(6) 2013. Last menses prior to beginning of pregnancy occurred on (B)(6) 2012. An elective abortion was performed on (B)(6) 2013. The event pregnancy was recovered on same date. The event essure failure (onset date (B)(6) 2013) was not recovered/ongoing. The patient was hospitalized from (B)(6) 2013 for bilateral salpingectomy due to pregnancy with essure. The surgery was performed on (B)(6) 2013. Essure insert was found in the right uterine tube, but not in the left one. On (B)(6) 2013, the investigator reported insert migration. On (B)(6) 2013, scanner was performed to find the left insert because it was not traced on the left uterine tube after salpingectomy in the pathology test. Left insert has migrated in the uterus. The event insert migration was ongoing. All the events were considered as related to essure by the investigator and serious due to medical importance, hospitalization and medical/surgical intervention. Follow-up received on 19-may-2016 from the investigator: the left insert was found opposite to left uterine horn on computed tomography scan performed on (B)(6) 2013. The final outcome for the insert migration could not be provided as the patient left the hospital after CT scan but was not seen later, so no further information was available. In addition, health care professional reported that there was no complication during salpingectomy. In addition, health authority reference number was received: (B)(4). Company causality comment this medically confirmed, study case report refers to a (B)(6) female patient who was involved in a non-interventional company-sponsored study (study number: (B)(4)). She had a pregnancy (essure failure) almost 2 years after essure (fallopian tube occlusion insert) insertion and underwent an elective abortion. During a salpingectomy after the abortion, an insert migration was diagnosed. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, during control hysterography, successful tubal occlusion was confirmed. Later, a pregnancy (essure failure) and device migration were diagnosed. Although the exact mechanism of the reported events is not known (if migration preceded pregnancy or vice -versa); causality with the suspect insert cannot be excluded. Therefore, the events were considered as related to essure. This is in line with investigator's assessment. This case was regarded as incident, due to the serious injury reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 05-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number: 802739; manufacturing date: nov-2010; expiration date: nov-2013. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-aug-2016 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed (B)(4) cases; device ineffective. The analysis in the global safety database revealed (B)(4) cases; pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in a non-interventional company-sponsored study (study number: (B)(4)). She had a pregnancy (essure failure) almost 2 years after essure (fallopian tube occlusion insert) insertion and underwent an elective abortion. During a salpingectomy after the abortion, an insert migration was diagnosed. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, during control hysterography, successful tubal occlusion was confirmed. Later, a pregnancy (essure failure) and device migration were diagnosed. Although the exact mechanism of the reported events is not known (if migration preceded pregnancy or vice -versa); causality with the suspect insert cannot be excluded. Therefore, the events were considered as related to essure. This is in line with investigator's assessment. This case was regarded as incident, due to the serious injury reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded.